Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the system was explanted due to wound dehiscence and the implanted product was rejected by the body. No adverse patient effects were reported. The ra lead was explanted.